Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." (B)(4). Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported a patient underwent an initial right hip arthroplasty on (B)(6) 2016. During the procedure, the surgeon could not get the liner to seat in the cup. Another liner was used to complete the procedure. This resulted in a 5 minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records found no evidence of product non-conformance. Examination of returned device noted some deformation; however, a conclusive root cause for the event could not be determined. The reported complaint was unable to be confirmed. Corrective action has been initiated to address the reported issue.